Event description:
It was reported that during a cardiac ablation procedure using the sheath 10fcc13 flexcath contour 10f, the sheath lost its ability to steer in the middle of the case and the sheath steering was broken. The sheath continued to be used. The case was completed withpulsed field ablation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the 10fcc13 sheath with lot number 0012672132 was returned and analyzed. Visual inspection prior to disassembly and functional testing was performed on the shaft, handle, and dilator. The inspection identified a kink at the side port tube. Functional testing was performed. The steering mechanism and deflection test revealed the sheath didn¿t reach primary deflection at 90° and 180°. X-ray of the returned device revealed a broken pull wire in the handle area. In conclusion, the sheath failed the returned product inspection due to a side port tubing kink and broken pull wire. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.